Manufacturer narrative:
The reported event of "lead was not able to screw which damaged the lead¿ was confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Visual and x-ray examinations of the lead found the inner coil inside the connector region was over torqued with three filers were found broken/separated consistent with procedural damage. After cleaning the helix and cutting the lead, the helix could be extended and retracted by applying torque directly to the inner coil. The full helix extension length was measured to be within specification. The cause of the reported event was isolated to isolated helix being clogged with blood/tissue and over torque of the inner coil which cause the broken /separated filers.

Event description:
It was reported that the patient presented to the hospital for a right ventricular (rv) lead implant procedure on(B)(6)2021 . While attempting to implant the lead, it was noted that the helix could not be screwed properly which damaged the lead. After multiple failed attempts, the lead was removed and replaced without further incident in the same procedure. The patient was in stable condition.https://emdr.FDA.gov/emdr/forminbox/